Event description:
It was reported that an unspecified quantity of solution sets with duo-vent spike exhibited "bubbles" accumulating in the drip chamber during patient infusion. The reporter stated that the IV sets were hung on a pole with a heparinized saline bag placed in a pressure bag. Despite priming of the tubing, microbubbles reportedly remained visible within the tubing. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
One (1) device was received for evolution. An incoming visual inspection was performed using the unaided eye. All components were present, correctly assembled, and appeared consistent with product specifications. No visible defects were observed. The returned heparin bag was also inspected and showed no evidence of damage, pinholes, or leakage. A simulated complaint reproduction test was performed as follows: a pressure cuff was applied to the returned heparin bag and inflated to 300 mmhg. Upon opening the roller clamp, turbulence was observed within the drip chamber, resulting in intermittent bubble formation. During functional priming testing, the sample was primed with normal saline in accordance with the instructions for use (IFU). Turbulence and bubble formation were observed within the drip chamber during priming; however, the observed turbulence was less pronounced than that seen during the pressure cuff simulation. An underwater leak test was performed. The sample was pressurized while submerged in water. No leaks were observed and the results were satisfactory. The reported condition was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.